Event description:
This complaint is from a literature source. The following literature cite has been reviewed: cho ys, berlth f, kim j, suh ys, kong sh, park dj, lee hj, yang hk. Clinical outcomes of robotic and laparoscopic gastrectomy using propensity score matching method: data of 5-year period in a korean high-volume gastric cancer center. Eur j surg oncol. 2025 aug;51(8):110014. Doi: 10.1016/j.ejso.2025.110014. Epub 2025 apr 4. Pmid: 40203541. The aim of this study is to compared the clinical and oncologic results of rg with lg at a high-volume gastric cancer center in korea that performed over 700 cases annaually. Between january 2013 to december 2017, a total of 2697 patients who underwent rg (robotic gastrectomy) using harmonic ace® (ethicon)or lg (laparoscopic gastrectomy) using ultrasonic shear (harmonic ace®+7; ethicon, bridgewater, nj, USA) for primary gastric cancer. Among them, 268 were in the rg group, and 2429 were in the lg group. After propensity score matching, 268 patients in the rg group and 733 in the lg group were matched. Reported complications are rg group: n=12; wound . N=16; fluid collection. N=1; intra-abdominal bleeding. N=11; stenosis. N=5; motility disorder. N=7; leakage. N=23 medical problem. Treatment: all patients underwent blood tests, including a complete blood count on the 2nd day after surgery. Sips of water were started on the 2nd or 3rd day, followed by 2 days of liquid diet and 2 days of soft diet. Lg group: n=25; wound. N=32; fluid collection. N=6; intra-abdominal bleeding. N=6; luminal bleeding. N=30; stenosis. N=20; motility disorder. N=23; leakage. N=1; other fistula. N=1; ischemia. N=70 medical problem. Treatment: all patients underwent blood tests, including a complete blood count on the 2nd day after surgery. Sips of water were started on the 2nd or 3rd day, followed by 2 days of liquid diet and 2 days of soft diet. In conclusion, our study observed no advantage in rg compared to lg regarding short-term and oncologic out comes. To take advantage of rg, developing new articulating efficient devices would be necessary.

Manufacturer narrative:
(B)(4). Date sent: 6/3/2026. B3: publication year of 2025. D4: batch # unk. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.